Manufacturer narrative:
5076-52 lead implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited a confirmed fracture, high impedance warning, noise and oversensing with pocket manipulation causing pacing inhibition. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.